Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The physician questioned the results and the sample was submitted for investigation. On (B)(6) 2015, the sample was tested on a roche "elecsys (pe)" analyzer and a centaur analyzer. Refer to the attachment to the medwatch for all patient data. The customer's results were reported to the physician. The investigation results were provided to the customer. No adverse event was reported. A specific root cause could be determined. As insufficient sample material remains, no further investigation could be performed. From the information provided, a general reagent issue was not likely. When comparing results generated by different types of analyzers, variances can be expected. For thyroid parameters, patient age, gender, and other characteristics should be considered when comparing results. The presence of an interfering factor that caused a high result with the roche assay or a low result for the siemens assay could not be excluded.